Event description:
The customer called in to report that the prisma machine was taking off too much fluid. The gambro intensive care therapy specialist spoke with the customer when they called and determined that the customer was having issues with "dialysate incorrect weight" alarms. She was able to determine with the customer that the dialysate line had inadvertently been left clamped therefore, not allowing the machine to pull dialysate. The customer corrected this issue and the treatment continued.